Event description:
The customer observed imprecise neutrophil results on the alinity hq serial number (B)(6), for 3 samples from the same patient taken on 3 consecutive days. The following data was provided: sid (B)(6) processed on (B)(6) 2024: neutrophil = 1.22 10e9/l. Other results: wbc = 2.01 10e9/l, hgb = 105 g/l, platelet = 158 10e9/l. Sid (B)(6) processed on (B)(6) 2024: neutrophil = 0.766 10e9/l. Other results: wbc = 1.71 10e9/l, hgb = 105 g/l, platelet = 148 10e9/l. Sid (B)(6) processed on (B)(6) 2024: neutrophil = 0.486 10e9/l. Other results: wbc = 1.23 10e9/l, hgb = 102 g/l, platelet = 154 10e9/l. The customer repeated sample sid (B)(6) on alinity (B)(6) and alinity (B)(6) on (B)(6) 2024 for troubleshooting purposes only results: (B)(6): neutrophil = 0.583 10e9/l. Other results: wbc = 1.36 10e9/l, hgb = 101 g/l, platelet = 157 10e9/l. (B)(6): neutrophil = 0.531 10e9/l. Other results: wbc = 1.25 10e9/l. Hgb = 101 g/l. Platelet = 160 10e9/l no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. A review of all complaints associated and a review of complaint trends for the list number was performed. Trending review did not identify an increase in complaint activity for the current complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation the alinity hq instrument, s/n (B)(6) is performing as intended, no systemic issue or deficiency was identified.

Event description:
The customer observed imprecise neutrophil results on the alinity hq serial number (B)(6), for 3 samples from the same patient taken on 3 consecutive days. The following data was provided: sid (B)(6) processed on (B)(6) 2024: neutrophil = 1.22 10e9/l. Other results: wbc = 2.01 10e9/l. Hgb = 105 g/l. Platelet = 158 10e9/l. Sid (B)(6) processed on (B)(6) 2024: neutrophil = 0.766 10e9/l. Other results: wbc = 1.71 10e9/l. Hgb = 105 g/l. Platelet = 148 10e9/l. Sid (B)(6) processed on (B)(6) 2024: neutrophil = 0.486 10e9/l. Other results: wbc = 1.23 10e9/l. Hgb = 102 g/l. Platelet = 154 10e9/l. The customer repeated sample sid (B)(6) on alinity (B)(6) and alinity (B)(6) on (B)(6) 2024 for troubleshooting purposes only results: (B)(6): neutrophil = 0.583 10e9/l. Other results: wbc = 1.36 10e9/l. Hgb = 101 g/l. Platelet = 157 10e9/l. (B)(6): neutrophil = 0.531 10e9/l. Other results: wbc = 1.25 10e9/l. Hgb = 101 g/l. Platelet = 160 10e9/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1 patient identifier is sid (B)(6).